Manufacturer narrative:
Investigation summary: twenty-one (21) samples and one (1) photo were provided by the customer for investigation. The returned samples were visually examined using unaided vision and it was observed that there are a pair of gashes or nicks in the sides of the barrels. These gashes are parallel to each other and are consistent with a hard edge being forcibly smashed into the side of the barrels. These gashes do not penetrate through the side of the barrel. In some of the barrels the force has bowed the barrel side inward to an extent that the plunger rod and stopper will not move past that section of the barrel. Some of the barrels were observed to have two (2) sets of gashes, one (1) on either side of the barrel while other barrels only have one (1) set of gashes. The one (1) photo provided by the customer shows a syringe in a blister pack which has gashes in the side of the barrel near the 35-40 ml gradient scale printing on the barrel. Based on the damage to the barrel it appears that the barrel was contacted by a hard edge or edges which resulted in the damage seen in the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of barrel cracked for lot #8332902 item #309653. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the damage to the barrel it appears that the barrel was contacted by a hard edge or edges which resulted in the damage seen in the returned samples. Rationale: bd acknowledges that the returned samples, and the photo provided by the customer, have a gash or gashes in the side of the barrel. The customer reported finding twenty-one (21) non-conforming barrels in their process. As these twenty-one (21) incidents would not exceed the acceptable quality limit (aql) of ¿defects affecting function = 0.040% aql¿ for the batch, no corrective or preventative action will be taken.

Event description:
It was reported that before use of the bd¿ syringe w/ bd luer-lok¿ tip the barrel of the syringe was broken. There were 21 syringes that had this issue. The following information was provided by the initial reporter: broken barrel of syringe. Many products have the same problem.